Event description:
Lm 1" 25g safety needle manufactured by yangzhou - use for covid-19 under emergency use authorization (eua): safety doesn't engage consistently and resulted in needlestick injury. FDA safety report ID# (B)(4).